Event description:
A post op patient was undergoing continuous renal replacement therapy (crrt) with unknown prismaflex sets. The patient fluid removal rate was set at 500 ml/h which reportedly caused the transmembrane pressure (tmp) to go high resulting in associated alarms from the prismaflex machine. The filters were clotting after 24 hours of use and the blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 345 to 460 ml. The patient received one unit of blood for a hemoglobin of 6.3 gm/dl. It remains unclear whether the intervention was required due to blood loss specifically due to the clotted prismaflex sets or as a consequence of the surgery.